Event description:
The customer reported seeking urgent care due to high blood glucose. The customer reading at time of call was 215mg/dl. Troubleshooting was performed. The time, date, and settings were correct. The customer stated that the battery was removed for two hours, and the insulin pump was still programmed. The customer stated that he had been working with the doctor to change the settings. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.